Event description:
Hair found in the pv major pack after opening in the ir lab. The hair was attached to the label on the scalpel that was inside the pack. Issue has been reported to the resource group, and subsequently reported to the manufacturer, deroyal.